Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod when he presented to his endocrinologist after running out of insulin and having continuous glucose monitor sensor failures. During the visit, the endocrinologist observed that the patient appeared unwell and directed him to the emergency department located in the same building. He was admitted with hyperglycemia and diabetic ketoacidosis (dka). The patient reported that the pod had been worn on his arm for longer than 48 hours. Symptoms reported included severe dehydration, acute kidney damage, and unstable blood pressure. Treatment consisted of intravenous fluids and manual insulin delivery. He was hospitalized for three days and discharged on (B)(6) 2025. The pod was discarded.